Event description:
New information received notes that when the patient presented in clinic, backup vvi mode was not noted. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net in backup vvi. The patient is being brought into the clinic for further evaluation. The patient's presenting rhythm was not yet been recorded.